Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported heavy smell of insulin in the reservoir compartment along with the reservoir anomalies noted. No further information was provided.